Event description:
Consumer called to report they do not feel their meter is giving accurate readings. Analysis run on clark error grid using mean avg. Reading (61) as ref. Point vs. Bd readings of 48, 74 yielded data points in the d zone of the grid, outside of acceptable limits.